Event description:
It was reported there was an infection of the lead and the lead was explanted. The event required hospitalization and there was no injury to the patient.

Manufacturer narrative:
Product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3387-40, lot # j0208359v, implanted: (B)(6) 2002, product type lead; product ID 3387-40, lot # j0205061v, product type lead.